Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) replaced hirose fiber cable between acpb and ubp to resolve error 319. However, the hirose fiber cable will not be returned to isi for failure analysis as it was scrapped in the field. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occured, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, prior to docking the system to the patient, the system faulted with a non-recoverable error 319. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to power off and attempt an emergency power off (epo) of the patient side cart (psc), however, the issue persisted. The error reoccurred after each power cycle. At that time, the surgeon elected to bring in another psc from another system to complete the procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the hirose fiber cable.